Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and there was an o-ring identified and debris around the pneumatic tap. The customer was able to remove the o-ring from the pump, clean around the pneumatic tap, and changed the pump supplies to address the issues. There was no adverse impact to customer¿s blood glucose level.